Event description:
During the procedure the gdc 18-3d 3d-shape synerg detection circuit prematurely detached without any power supply. This coil was easily removed. Pt complications reported were pareses of the right side arm, leg, and aphasia.